Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, visual analysis, supplier evaluation, trending of the product malfunction code, and system risk analysis. ¿the batch record was not reviewed as the lot number was not provided. ¿a visual analysis was not performed as the product was not returned for evaluation. ¿supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. ¿the trend for the product malfunction code of procedure related was assessed from august 2014 through july 2015 and did not reveal a significant trend. ¿the sra was reviewed for a hazard of "exposure to biohazardous, pathogenic or infectious material" and a harm of "biohazardous exposure," and the risk was determined to be low. Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. The assignable cause is identified to be user error. The facility did not follow the instructions for use (IFU) and was using the product beyond the recommended 14-day use life. Customer education was provided that included product literature on the IFU. Review of tracking and trending data did not reveal a trend. No further investigation is necessary at this time.

Event description:
Customer states they were using cidex opa solution beyond its 14-day reuse life. The expired solution was used on 3 cystoscopes and the scopes were then released and used on 12 patients. The customer states the cidex opa solution used was 15-18 days old. Also, the solution was not tested for the minimum effective concentration (mec) per the instructions for use (IFU). There are no reported injuries to date. However, all 12 patients were put on an unknown antibiotic as a precaution and the facility will continue to monitor all affected patients for possible infection. Asp will continue to follow-up, and if new information is received regarding a change in a patient's status, a supplemental medwatch report will be submitted. This event is being reported since the solution was used beyond the 14-day reuse life and the scopes cannot be guaranteed to have been high level disinfected. This is seven of twelve 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00142, 2084725-2015-00143, 2084725-2015-00144, 2084725-2015-00145, 2084725-2015-00146, 2084725-2015-00147, 2084725-2015-00148, 2084725-2015-00149, 2084725-2015-00150, 2084725-2015-00151, 2084725-2015-00152, 2084725-2015-00153.